Event description:
It was reported that a patient complained of decreased relief/efficiency and increased pain that occurred gradually over three weeks. A dye study and a rotor/roller study were conducted. The dye study showed the catheter was not in the intrathecal space and medication was pooling subcutaneously. The patient had a catheter revision where the pump segment (later reported as spinal segment) was replaced on (B)(6) 2014. The reason for the issue was unknown, and it was noted that the pocket site was fine and did not require any intervention. The patient was now receiving therapy. The pump was used to infuse dilaudid and bupivacaine. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).